Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer received a "pc" message on the display of the freestyle libre reader even though the device had "never been connected to pc". It was further reported the device only worked when connected to the charger. As a result of this, customer experienced a seizure and loss of consciousness and was unable to self-treat, requiring treatment of glucagen by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader jggw195-t1054 was returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader powered on with the home button. The reader was connected to a pc using a usb cable and the message "connected to pc" was observed. The reader was then unplugged from the usb and pc and "connected to pc" was no longer observed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1 was updated to reflect current contact information.

Event description:
Caller reported the customer received a "pc" message on the display of the freestyle libre reader even though the device had "never been connected to pc". It was further reported the device only worked when connected to the charger. As a result of this, customer experienced a seizure and loss of consciousness and was unable to self-treat, requiring treatment of glucagen by a third-party. There was no report of death or permanent impairment associated with this event.